Manufacturer narrative:
(B)(6) - device 2 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tap not sticking event on 06-march-2024. The cause of product was not adhering due to moisture. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). No further information available.